Event description:
Reported dual false positive results for either flu a+sars or flu b+sars for 3 out of 50 patients. The customer communicated the results were confirmed negative by molecular (pcr testing).

Manufacturer narrative:
Investigation conclusion: tested 5x returned devices with negative standard. All devices yielded valid and accurate negative results at the 15 minute result read time. Root cause: could not duplicate with returns. Source: phone.